Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that the pulse generator (pg) was repositioned in the sub pectoral position due to migration and erosion of the pg and leads. Additionally, an infection was observed at the time of the revision procedure. Neither the pg or the leads had eroded entirely through the skin. It was indicated that the patient has an ectomorphic (lean) build, and that the device was initially placed in the subcutaneous position. The patient has been moved to another hospital (royal melbourne) for consideration to extract the pg and leads due to the infection. Additional information was provided that the system was explanted, and a temporary pacemaker has been implanted until the infection clears. It is intended that the patient will receive a new system. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that the pulse generator (pg) was repositioned in the sub pectoral position due to migration and erosion of the pg and leads. Additionally, an infection was observed at the time of the revision procedure. Neither the pg or the leads had eroded entirely through the skin. It was indicated that the patient has an ectomorphic (lean) build, and that the device was initially placed in the subcutaneous position. The patient has been moved to another hospital (B)(6) for consideration to extract the pg and leads due to the infection. The device and leads currently remain implanted. No additional adverse patient effects were reported.